Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this tachy lead had an infection. There were no additional adverse patient effects reported. All available information indicates that the tachy lead remains abandoned surgically.

Event description:
Additional information received indicates that the device system was removed successfully due to infection. There were no additional adverse patient effects reported. This previously abandoned tachy lead was now explanted.